Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient presented to clinic with a driveline power a fault alarm. The system controller and modular cable were exchanged and the alarms resolved. No issues were noted inside the modular connection of the driveline when the modular cable was replaced. The modular cable covering did appear to be worn, but there was no visible tears or damage to the plastic. Log files were submitted for review and confirmed driveline power faults. The pump itself was operating within normal parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was returned for evaluation following a reported event of a driveline power fault alarm; however, the controller was determined to be unrelated as the root cause of the reported event was traced to the modular cable. The submitted and downloaded log files were reviewed and did not indicate any issue with the controller. The returned controller underwent functional testing and passed without issue. The controller successfully operated in a mock circulatory loop for an extended period of time with a test modular cable without any issues or atypical alarms produced. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, rev. A is currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.